Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k011245, k002188.

Event description:
It was reported that an implant (spb8) was extracted due to infection and bone loss at tooth location 20.

Manufacturer narrative:
One impl tapered sp 3.7mm 8mm octagon (spb8) was returned for investigation. Visual inspection of the as returned product identified minimal wear and debris about the implant body and drive feature. The product matched print specifications where measured against drawing pd-spb8 rev j (digital caliper; cal 3736; oct 23, 2019). No pre-existing conditions were noted on the per. The reported product was located on tooth # 20 and used for approximately 13 days. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63635512. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st3189) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63635512) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection + abscess + bone loss + pain ) or product (spb8). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.